Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: investigation summary according to the information received, the patient underwent the open reduction internal fixation surgery for right humeral shaft fracture with the two drill bits in question. During the surgery, the radiolucent drive with the drill bit stopped working with an abnormal sound. The surgeon cooled down the radiolucent drive with the saline and used it again and again, but the operation was not progressed. The surgeon used another drill bit and the surgery was completed successfully within 30 minutes delay. The surgeon commented that the radiolucent drive might have some defect, or the drill bits might be dull, and it caused this event. Two drill bits were returned to depuy synthes zuchwil for evaluation. Depuy synthes then conducted visual and dimensional inspection of the returned devices. Visual analysis of the returned drill bit (lot# u323603) determined that the received drill bit is in a used condition, the cutting edges are quite blunt, there are nicks and scratches visible. The plastic driver shows wear marks. Dimensional analysis of the plastic driver did not detect any deviation from the specification. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of depuy synthes quality process all devices are manufactured, inspected, and released to approved specifications. The complaint is rated as confirmed as the received drill bit is in an end of life condition. During the performed evaluation no manufacturing related issue could be detected. Based on the provided information we cannot determine the root cause regarding the complained malfunction of the radiolucent drive. The blunt condition of the drill bit could have contributed to this event, but afterwards it cannot be defined if the drill bit did get damaged during the procedure, for example by an metallic contact, or if the device was already blunt from a previous procedure. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Device history lot part: 03.010.100 lot: u323603 manufacturing site: selzach supplier: orchid bridgeport release to warehouse date: nov. 13, 2018 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D4: other UDI # reported as (B)(4). H3, h6: the subject device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initial reporter facility name:(B)(6) hospital. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent the open reduction internal fixation surgery for right humeral shaft fracture with the 2drill bits. During the surgery, the radiolucent drive with the drill bit stopped working with an abnormal sound. The surgeon cooled down the radiolucent drive with the saline and used it again, but the operation did not progress. The surgeon used another drill bit and the surgery was completed successfully with a thirty (30) minute delay. The patient was reported as stable. Concomitant devices reported: drill bit ø3.2 calibr l145 3flute w/coup (part number 03.010.100, lot unknown, quantity 1). Radiolucent drive (part number unknown, lot unknown, quantity 1). This report involves one (1) 3.2mm three-fluted drill bit qc/needle point/145mm. This is report 1 of 2 for (B)(4). This product complaint, (B)(4), is related to (B)(4).